Event description:
It was reported by the rep that apparently the surgeon had problems with the pxw35 and the staples holding the skin post-op. The surgeon had the incision open up post-op. The surgeon had to put the pt under anaesthesia to close the complete the case. Add'l info: pt was brought back.